Event description:
It was reported that, "dr. Revised a pca deep pocket beaded cup. The cup was well fixed and the stem was well fixed. The patient had discoloration problems as a result of muscle tension. Mdm with tritanium shell was used to replace."

Manufacturer narrative:
Additional information (including x-rays and medical records) was requested. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.